Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. It was determined that the gear was broken and torn off. It was further determined that the device was ¿thunked¿. It was observed that the gear system worked with little power; however, there was no movement. It was further determined that the device failed pretest for check function of soft mode switch (safety system). It was further determined that the device had lack of maintenance (lubrication), use of blunt tools, inadequate procedure for the equipment and poor cleaning technique. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the engine of the compact air drive device ran with low power. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.